Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an incision enlargement was performed on a patient after an intraocular lens, model za9003 23.0 diopter was implanted. The incision enlargement occurred because the haptic broke off and remained in the cartridge after insertion so the lens was removed. Another lens of the same model and same diopter was used. A suture was used. No patient injury was reported. No other information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received in its original box. The lens was visually inspected in anterior and posterior views. The lens opti edge and anchor zone were in acceptable condition. The lens had 2 haptics in the drill hole zone, but one of the haptics was broken in two pieces, both pieces were returned. The reported device problem code haptic detached was not verified, the haptic was damaged, not detached. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.